Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken. The broken ends of the cutting were blackened and melted in appearance (see figure 1, page 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unknown, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator setting. A review of the complaint database did not identify any additional complaints for this lot. The 2007 15-month jagtome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.

Event description:
Note: this report pertains to the second of the two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-00133 for a description of the first event. It was reported that the physician used a second hydratome rx sphincterotome device and experienced the same problem (cutting wire broke). The physician completed the procedure with a third hydratome rx sphincterotome device. No patient complications were reported as a result of this event and the patient's condition was reported as "fine" following the procedure.